Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient's heart rate fell and they experienced a syncopal event. The physician wants to reprogram the sudden brady response sbr feature to alleviate any further syncopal events. To date, there have been no additional adverse patient effects reported.